Event description:
This report is being filed as the lead has been returned and device analysis completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the lead. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during an implant procedure on (B)(6) 2019 a right atrial lead was attempted to be implanted. During the implant procedure high threshold measurements were presented. The lead was repositioned but the helix would not extend. A new lead was used to complete this procedure. No adverse health outcome was reported. This lead is expected for return and analysis.